Event description:
Reportedly, the subject pacemaker could not be interrogated, and no continuous stimulation was observed when placing a magnet over the pacemaker. A battery depletion is suspected, and the device was replaced on (B)(6) 2020. The device should be returned for analysis. Preliminary analysis results showed that based on available data, normal battery depletion occurred based on hrs guidelines.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the subject pacemaker could not be interrogated, and no continuous stimulation was observed when placing a magnet over the pacemaker. A battery depletion is suspected, and the device was replaced on (B)(6) 2020. The device should be returned for analysis. Preliminary analysis results showed that based on available data, normal battery depletion occurred based on hrs guidelines.